Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: n297920003, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that after the pump implant the patient was having headaches, swelling at the pump pocket and increased pain. A dye study was done and a seroma that was causing the swelling at the pump pocket was aspirated. It was noted that the dye study showed the catheter was fractured and the dye was pooling in the pocket. It was noted during the surgery that cerebrospinal fluid was leaking out of the catheter. A new catheter was connected and the issue was resolved. The patient's status at the time of the report was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 1665.3 mcg for a total dose of 599.19592 mcg/day and bupivacaine 20 mg for a total dose of 7.19625 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n297920003, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that on (B)(6) 2019 the patient presented at the clinic with complaints of swelling and pain over the pump pocket site. No signs or symptoms of infection noted. The pocket was aspirated during several clinic visits: (B)(6) 2019 pockets aspirated, (B)(6) 2019 pocket aspirated and cultures sent out for testing, (B)(6) 2019 145cc of serosanguinous seroma fluid was aspirated, (B)(6) 2019 100cc of similar fluid from pocket site was aspirated and on (B)(6) 2019 aspiration of 65cc was aspirated. It was noted that all cultures were clear of infection and growth. A catheter dye study was performed on (B)(6) 2019 and the catheter could be seen disconnected from the pump, an immediate catheter revision surgery ordered. It was noted that the catheter appeared to have a dent in it and when examined it broke in half. This part was cut out and the remaining catheter was reattached. It was reported that the patient experienced a spinal headache post procedure and an epidural blood patch was performed. It was reported that the issue resolved without sequelae. No further complications have been reported as a result of this event.